Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12330. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 30mm watchman laa closure device and delivery system were used. The closure device was deployed, but the size of the device was too small for the patient. The closure device was fully recaptured, but there was great resistance felt. Once it was removed from the patient, the marker band on the delivery system was observed to be damaged. The procedure was completed with another closure device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was received undeployed (in the sheath) and the device was bloody. The hub, shaft, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed damage to the anchor(s), numerous kinks in the sheath with shaft damage (abrasions) from anchors during recapture, and tip damage (tricut folded inward with one having layer separation, abrasions, and markerband damaged). The implant was consistent with reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12330. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 30mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but the size of the device was too small for the patient. The closure device was fully recaptured, but there was great resistance felt. Once it was removed from the patient, the marker band on the delivery system was observed to be damaged. The procedure was completed with another closure device. There were no patient complications and the patient was stable.